Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the cause of the high impedance had not been determined. The healthcare provider told the representative that he would refer out for a lead revision and the patient was told this was an option. No further action had been taken at the time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that they checked impedances and impedances of the left lead 8-15 all had impedances greater than 10,000 ohms. The rep reported that the patient hadn¿t had any falls or bumped her head but had been on many roller coasters. The rep cross checked impedances with other electrodes. The issue wasn¿t resolved. No further complications were reported.